Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had not had stim on since november and she went to turn it on and got the power on reset. Patient did not have stim on because none of the program seemed to do any good. She was going to try them on the day of this call and she got the call your doctor icon. It was indicated that she had a heart cauterization in (B)(6). She had not used stim since then. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had not had stim on since (B)(6) and she went to turn it on and got the power on reset. Patient did not have stim on because none of the program seemed to do any good. She did not like to feel the vibration any more. Patient stated the healthcare provider (hcp) put in four new programs in (B)(6) and she had not tried them yet. She was going to try them on the day of this call and she got the call your doctor icon. It was indicated that she had a heart cauterization in (B)(6). She had not used stim since then. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.